Event description:
Provider states foot spring not raising proof of sale (B)(4). .

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.